Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2010. The procedure was completed with no complications. According to the complainant, the patient experienced abdominal and pelvic pain, urinary tract infections, bladder infections, discomfort and other urinary problems post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.